Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There is no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There is no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. According to the field representative no cause was noted for the rise in impedance. No commanded shock delivered. Lead impedance is stable at this time and they will continue to monitor for now. The rv lead and the ICD remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There were no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. According to the field representative no cause was noted for the rise in impedance. No commanded shock delivered. Lead impedances were stable, and they were going to continue monitoring. The rv lead and the ICD have been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) triggered alerts for high, out of range (oor) shock lead impedance values. The values have been oor over the last year. There were no noisy signals on shock electrogram or stored events. Programming options and a commanded shock were recommended. According to the field representative no cause was noted for the rise in impedance. No commanded shock delivered. Lead impedances were stable, and they were going to continue monitoring. The rv lead and the ICD have been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.